Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state "the implant can loosen, migrate, bend, or break as a result of weight bearing, load bearing, strenuous activity, or traumatic injury." While the cause of the event cannot be conclusively determined with the information available, the potential causes are improper device selection, improper stabilization, not suturing the device(s) or patient activity too soon after surgery. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
Upon receipt of a request for a new pectus bar, it was reported that the patient had undergone a revision to reposition the bar due to displacement. The pectus bar was implanted (B)(6) 2015, no wires or stabilizers were used to secure the bar. Subsequently a revision surgery was performed to reposition the bar due to displacement on (B)(6) 2015, no stabilizers or wires were used to secure the bar. On (B)(6) 2016 the bar was removed and replaced (report 0001032347-2016-00067).